Event description:
Complaint stated that the cutter would not work (cut) during the preparation for a vitrectomy procedure. Surgery was delayed as facility changed to another pack. No adverse effect on the pt.